Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device remains implanted in patient.

Event description:
As reported: "the proximal side of the distal humeral diaphyseal screw is reported backed out. This event was confirmed in the postoperative follow-up. Currently, the patient is settled. Revision surgery is not planned."